Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Patient was taken to the or on (B)(6) 2018 for a pulmonary valve replacement. A cvp on right neck was done and discontinued in or shortly as blood flow was slow. Patient presented for a routine visit with cardiology on (B)(6) 2021 and images post-op show a piece of guide wire in the patient's neck. The patient had no symptoms from this. It was reported there was no injury to the patient and the retained wire was not discovered until the visit in (B)(6) 2021. The piece will remain in the patient as the patient has not experienced any consequences. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
Patient was taken to the operating room on (B)(6) 2018 for a pulmonary valve replacement. A cvp on right neck was done and discontinued in or shortly as blood flow was slow. Patient presented for a routine visit with cardiology on (B)(6) 2021 and images post-op show a piece of guide wire in the patient's neck. The patient had no symptoms from this. It was reported there was no injury to the patient and the retained wire was not discovered until the visit in (B)(6) 2021. The piece will remain in the patient as the patient has not experienced any consequences. The patient's condition is reported as fine.